Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for resetting the pump, assisted the caller in performing the reset, and confirmed that the error did not recur, allowing the caller to successfully start their sensor session.